Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that crosstalk was observed on the right ventricular (rv) lead. Far field r-wave (ffrw) oversensing was also noted on the right atrial (ra) lead. Reprogramming was carried out. The leads remain in use but a replacement procedure is scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of concomitant products: en1dr01 ipg implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced feeling light-headedness. When the patient stretched their left arm above their head or reaching with left arm straight ahead, noise on the ra and rv leads were noted. Both leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The analysis indicated that the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.